Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as infection occurred more than 12 months post-implantation. There is no allegation against the device itself, and it is unlikely the device contributed to the event. Based on the (B)(6) healthcare-associated infection criteria, a deep incisional surgical site infection is described as an infection that appears to be related to the operative procedure and occurs within one year of the device being implanted. The devices associated with this complaint have an in-vivo time of 2 years and 7 months. Hence it is unlikely that the infection is related to the reported devices.

Manufacturer narrative:
(B)(4). Theivendran et al. "Reverse total shoulder arthroplasty using a trabecular metal glenoid base plate" journal title. Reference journal article attached. 98-b:969¿75. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The article was written by k. Theivendran, m. Varghese, r. Large, m. Bateman, m. Morgan a tambe, m. Espag, t. Cresswell, d.I. Clark. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that one (1) patient underwent a two-stage shoulder arthroplasty revision due to a staphylococcus epidermidis infection thirty-one (31) months post-operatively. The patient was treated with the removal of the prosthesis and placement of a cement spacer followed by intravenous teicoplanin for six (6) weeks. The infection resolved following the second stage of the revision. Attempts have been made to obtain additional information and further information is not available at this time.